Event description:
Bottom jaw broke of fin a pt during a procedure. The broken piece was immediately removed. No additional surgical intervention was required and there was no injury to the pt. See report #(B)(4).

Manufacturer narrative:
Visual examination revealed that the device had been serviced by a third party as evidenced by the handle screw which had bee removed and re-installed differently from the original endoplus assembly process. The device history record and current manufacturing processes were reviewed and no nonconformities were identified. A review of complaint history reveals the occurrence of jaw breakage to be low and to be associated with excessive force and/or third party modification. Based on the above evidence, although the exact cause of failure cannot be determined, endoplus does conclude that the reported incident is not due to device design and therefore has determined that no further action is required.